Event description:
It was reported that a patient experienced an unspecified pressure injury from the sample port of the urinary drainage bag.

Manufacturer narrative:
It was reported that a patient experienced an unspecified pressure injury from the sample port of the urinary drainage bag. Reportedly, the patient was a "spinal cord patient" with no sensation below the waist. No death, serious injury, medical/surgical intervention, or adverse health impact related to the pressure injury was reported. Despite multiple good faith attempts, the initial reporter was unable or unwilling to provide additional information about the event and no sample was returned for evaluation. Due to the reported incident, and in an abundance of caution, this medwatch is being filed.